Event description:
It was reported that during procedure in a patient with middle cerebral artery stenosis and aneurysm, there was resistance between the subject stent and balloon catheter as it was advanced to the lesion and the subject stent could not be completely deployed due to resistance when the balloon catheter was withdrawn and the subject stent was stuck. So the physician removed the balloon catheter and the subject stent out of the patient's body and continued the procedure by replacing the device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure in a patient with middle cerebral artery stenosis and aneurysm, there was resistance between the subject stent and balloon catheter as it was advanced to the lesion and the subject stent could not be completely deployed due to resistance when the balloon catheter was withdrawn and the subject stent was stuck. So the physician removed the balloon catheter and the subject stent out of the patient's body and continued the procedure by replacing the device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the subject stent was partially deployed from the distal tip of the balloon catheter. The stent delivery wire (sdw) was kinked at 32cm from the proximal end and at the distal tip. The stent was deformed at the proximal end and mid way. During functional testing, the sdw & stent were unable to be advanced to deploy the stent completely. The sdw was withdrawn without difficulty, the stent remained. The stent was then withdrawn by pulling distally. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events can be confirmed as the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device.it was reported that the operator used balloon to dilate the lesion and then used the balloon catheter to deliver subject stent. After placed the stent to the location the operator withdrew the balloon catheter and after the stent partially deployed, it stuck in lumen of balloon catheter and could not be deployed completely. Additional information states that the patients anatomy was moderately tortuous. The device was returned and the stent was noted to have been partially deployed from the distal tip of the balloon catheter, the sdw was kinked and the stent was deformed, there was friction during the attempt to fully deploy the stent. The distal tip of the balloon catheter is tapered causing the ID not to be compatible with subject stent deployment. It is probable that the stent was unable to be advanced or deployed fully through the incompatible tip of the balloon catheter, causing the damage noted to the returned device. An assignable cause of user error will be assigned to the reported stent partial deployment, stent difficult/unable to advance or pullback through catheter and stent friction and to the analyzed stent partial deployment, sdw kinked/bent, stent deformed and sdw friction, as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.